Event description:
It was reported on a microcuff endotracheal tube (ett) kinked whilst a patient was in the prone position, with heavy neck flexion (chin towards chest). The patient was removed from the operating table so the endotracheal tube could be replaced. The patient was reintubated with a new device because the clinicians were unable to ventilate the patients successfully/efficiently.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). The device was not returned.